Event description:
It was reported that the stylus (touch pen) on the programmer was not working properly. The company representative needed to lean the tip of the touch pen to the left when entering a character. The stylus was replaced and the issue was resolved. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.